Manufacturer narrative:
(B)(4) d10: medical products: 1 inch width plate 00-8802-001-00, lot#: unk, serial#: unk 2 inch width plate 00-8802-002-00, lot#: unk, serial#: unk 3 inch width plate 00-8802-003-00, lot#: unk, serial#: unk 4 inch width plate 00-8802-004-00, lot#: unk, serial#: unk screw driver 00-8803-000-00, lot#: unk, serial#: unk g2: foreign - event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the dermatome stopped working midway when surgeon was using it. Later, the lever was pressed to run the unit, and it was working/ running but sounds as though it has decreased capacity. Patient impact is unknown. Due diligence is complete. No additional information is available.